Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2016. It was reported the patient experienced a sudden change in therapy/symptoms noted as an infection in the pump pocket. The symptoms were drainage noted as "clear pinkish" (not red) fluid. The drainage came on suddenly about a week and a half prior. The patient would clean it, put new gauze on it and it did not get wet. The patient kept it covered in the shower. The infection was confirmed but the strain was unknown. The infection was associated with the implant. Intervention was oral antibiotics which the patient took for a week. The pump pocket was still draining. The infection was being addressed by the healthcare provider and the patient had an upcoming follow-up on (B)(6) 2016 with the surgeon.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.